Event description:
It was reported that the device would not power on ac or battery power. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through performance and functional testing. The device was repaired and returned to the customer for use. Physio further evaluated the removed power pcb assembly and determined the cause for the malfunction to be an electrically shorted capacitor, designator c4.